Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report number: 3005168196-2017-00554. The hospital disposed of the device.

Event description:
The patient was undergoing a coil embolization procedure treating an aortic aneurysm using ruby coils. During the procedure, the physician experienced resistance while advancing a ruby coil into a non-penumbra microcatheter and the ruby coil became tangled in the hub of the microcatheter. Consequently, the ruby coil unintentionally detached and fell on the ground as the physician attempted to retract it back into the introducer sheath. While attempting to advancing a new ruby coil through the microcatheter, the physician accidentally bent the ruby coil pusher assembly; therefore, the ruby coil was removed. The procedure was then completed using a new ruby coil and the same microcatheter. There was no report of an adverse effect to the patient.